Event description:
A distributor reported on behalf of a healthcare facility in japan that the base of an mr290v vented autofeed humidification chamber, provided with an rt202 adult breathing circuit with mr290 autofeed chamber was found damaged during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The subject device has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received from the healthcare facility method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of small holes on the base of the chamber. Furthermore, residue was observed on the chamber. Conclusion: our investigation confirmed the presence of small holes and residue on the chamber. The reported damage is likely due to the exposure of the chamber base to chemicals that can react with the heated aluminum base and readily corrode the material over time, resulting in the holes observed. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt202 breathing circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the base of an mr290v vented autofeed humidification chamber, provided with an rt202 adult breathing circuit with mr290 autofeed chamber was found damaged during patient use. There was no patient consequence reported.